Event description:
It was reported that the impactor tip cracked while impacting r3 shell into pelvis. No delay and no piece left in the patient.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned mi offset cup pos/imp tip indicated that it fractured, confirming the stated complaint. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history on the listed part revealed no prior complaints for the listed batch. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate further as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.